Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her meter was not powering on. The medical surveillance specialist (mss) was unable to contact the patient for a follow up call. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the issue has been recurring since (B)(6) 2012 in the morning. The patient reported taking pills with diet and exercise to manage her diabetes. The patient reported developing symptoms of "blurry vision" on (B)(6) 2012 in the evening. It is unknown if the patient's symptoms were intermittent, ongoing or worsened. The patient reported taking her usual dose of metformin since the alleged issue began. At the time of trouble shooting, the cca documented that the subject meter's battery did not need to be replaced per recommended guidelines. The cca noted that the patient was using the correct test strips. The cca noted this was not the first time the meter had been used and there was no misuse of the product. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient's self treatment correlated with her symptoms and the patient did not report receiving treatment from a healthcare professional for an acute complication of diabetes. This reported is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.